Manufacturer narrative:
The mechanism was removed and the patient was prescribed an oral rinse for treatment. To date, the patient is doing fine and has fully recovered. A new appliance was placed for the patient.

Event description:
A doctor alleged that a patient developed a sore in his mouth while wearing the herbst appliance.